Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
It was reported that during a normal pump replacement confirmed to be due to a pump nearing eri (elective replacement indicator)/eos (end of service) the surgeon only got bubbles back when aspiring the catheter. The reporter wasn¿t certain if all drug was removed from the catheter so they decided to do a back table prime and bridge the catheter volume only. It was noted 1000 mcg/ml was in the catheter and 2,000 mcg/ml was in the pump tubing and pump reservoir. Bridge bolus information was reviewed and the catheter volume was bridged. The patient had been doing well with therapy, good spasticity control per the reporter. They did not suspect a catheter issue. The device system was used to deliver baclofen at dose of 147 mcg/day with the current concentration being 1 ,000 mcg/ml and the new concentration being 2,000 mcg/ml. It was further reported the device manufacturer representative didn¿t know the cause of the difficulty with aspiration. The surgery was on the date of this report and the representative didn¿t know about the patient¿s status. No further information was provided. Additional information has been requested, but was not available as of the date of this report.